Event description:
It was reported that the device exhibited a primary audible alarm power on self-test. The event occurred during self-test, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 - UDI. One device was received for evaluation. Visual inspection found a chipped top case, cracked bottom case, and cracked plunger cases. A 'system failure: primary audible alarm' alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem. A software updated was applied. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.